Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, anxiety-product/procedure.

Event description:
Healthcare professional reported right side "exchange due to concerns with the product". Another healthcare professional reported he currently has possession of implanting/explanting healthcare professional operative report stating "rupture on an unknown side" and "textured". Device has been explanted.